Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence as the device stopped cycling. A surgical procedure was performed to remove and replace all the components. There were no additional patient complications.